Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was attempting to implant a taxus express2 2.50x8mm drug eluting stent at the 1st obtuse marginal (om) branch. However, the stent delivery system experienced some resistance and difficulty crossing the lesion. As the physician was attempting to pull the stent delivery system back into the guide catheter, the stent came off the balloon inside the patient. The physician attempted to retrieve the stent by an unspecified means but was unsuccessful. The physician ballooned the lesion and completed the procedure. The stent was lost in the body. Pt status is fine post procedure and was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.